Manufacturer narrative:
Based on the claim against the sureform 60 stapler instrument by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and found to have failed intuitive motion. The instrument was placed on an in-house system. The instrument passed recognition and engagement tests. The instrument¿s grip tips were not moving intuitively. They were not following the master tool manipulators (mtm) input commands smoothly. While on the system, the jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. The complaint regarding the non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by the site and related to the primary failure was also identified during failure analysis: the sureform stapler instrument was found to have binding of the roll bushing. Friction is observed when manually rotating the main tube. No signs of corrosion were found on the roll bearing. Common cause of this failure is attributed to manufacturing. Additional observation not reported by site and not related to the customer reported complaint was also identified: the sureform stapler instrument was found to have failed engagement test based on log review. The probable root cause to this issue was attributed to manufacturing. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion. Unintuitive motion could result in subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the surgeon was unable to control the movement of the sureform 60 stapler instrument when inserted the second time. The stapler fired once. The customer removed the stapler and re-inserted it, but the surgeon still had no control over the movement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the sureform 60 stapler instrument was moving on its own. The surgeon was unable to control the movements. The instrument was not following the surgeons commands. There was no instrument to instrument or arm to arm interference. A new stapler was obtained. The new stapler worked as intended and the surgeon was able to finish the procedure.